Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via the food and drug administration (FDA) on 2019-feb-08 regarding a patient receiving unknown drug from an implanted infusion pump. It was reported the patient's pump was being replaced due to end of life. It was noted the pain pump had delivered too much medication causing the patient to have a stroke. The event date was noted as (B)(6) 2019.